Event description:
Rptr indicated that vns pt had passed away. The pt's device had not yet been programmed to "on" following the implant surgery. The pt reportedly drowned. Physician indicated that the ncp system was not related to the pt's death. The pt's device was not explanted. Autopsy results are pending.